Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebu0734 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient's left upper extremity PICC broke at the hub and the patient was reportedly referred for replacement. There was no patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr dual lumen power PICC provena was returned for evaluation. An initial visual observation showed use residue throughout the sample and the catheter appeared to have been trimmed just proximal to the 0 cm depth marker. A split was observed in the extension tubing of the purple lumen just within the distal end of the luer connector. The ink on the extension legs was observed to be slightly worn and faded and both pinch clamps were observed to be engaged. A needleless injection cap was observed to be attached to each luer hub. A microscopic observation revealed the fracture surface of the split in the extension tubing of the purple lumen was rough and exhibited cracks/fissures and beach marks.

Event description:
It was reported that the patient's left upper extremity PICC broke at the hub and the patient was reportedly referred for replacement. There was no patient injury reported.